Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. No prime/fill anomaly noted. Device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarm. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump went into rewind mode when the customer was trying to bolus. Customer's blood glucose was unknown. Customer was assisted in completing the fill tubing process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.